Event description:
It was reported that the right ventricular lead exhibited noise and a capture anomaly. A chest xray was normal. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.